Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was hit and the touch screen became cracked and unresponsive. The customer's blood glucose was not impacted. The customer confirmed that an alternate method of insulin delivery was available.